Manufacturer narrative:
Date of initial report: september 5, 2007. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument, because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the close position (tips of the jaws no more than 2mm apart) before activating the cutter. We will continue to monitor for these reports and investigate if a trend develops. If the sample is returned, or if more info becomes available a follow-up report will be provided.

Event description:
The reporter stated that during a total abdominal hysterectomy, the ligasure impact handpiece was used to seal the uterosacral ligaments. After a full sealing cycle with an end tone, the divider was activated and ran off track. There was no injury to the pt.